Event description:
It was reported that during a lap gastric bypass procedure, the device was fired. The device stapled, but did not cut. This occurred three different times with three different devices. Suturing was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 05/29/2009. Instrument a: firing trigger handle. Instrument b: batch #e5tg09, exp date: 11/18/2013; mfg date: 12/18/2008; pinion axle. Instrument c: batch # e5tg09, exp date: 11/18/2013; mfg date: 12/18/2008; firing trigger handle. Eval summary: the analysis results found that the ats45 device a with the firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the returned device. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The analysis results found that the ats45 device b was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The analysis results found that the ats45 device c was returned with the firing trigger handle broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications ; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.